Event description:
A malfunction was reported, identified by code malf 23, and it was confirmed that there was no adverse impact on the customer's blood glucose level. The pump was under warranty and could not be reset, prompting customer technical support (cts) to arrange for a replacement pump. The customer was to use multiple daily injections (mdi) as backup therapy to maintain insulin delivery. Instructions were provided on placing the pump in storage mode and returning it to tandem using a supplied return box and pre-paid label. The customer was advised to return the problematic pump within ten days, program settings into the new pump, and connect their continuous glucose monitor (cgm) to it. The shipping address was confirmed, and a signature was not required for delivery.